Event description:
Additional information: it was not reported that the patient was implanted with a new pump on (B)(6) 2010 due to the catheter issue. The surgery scheduling issue was related to manufacturer¿s report 3004209178-2012-08028. It was reported that the patient¿s muscles in their arms and legs became weak and it was hard to use them. The patient suspected that something was not working with the catheter.

Event description:
It was reported that the patient was implanted with a new device on (B)(6) 2010 due to a catheter issue that happened ''last year.'' The patient stated that once she was finally able to schedule a surgery, the surgeon was on emergency leave for two weeks, and then that she had to wait another two weeks to finally have her catheter replaced. The device system was used to deliver clonidine, bupivacaine, baclofen and dilaudid. No further information was given on this event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter.